Event description:
My daughter was about (B)(6) when her urologist recommended a tegress implant. He recommended it for urinary incontinence. I found out afterwards it was not designed for children with neurogenic bladder and it has been pulled from market. She has symptoms of headache rapid heartbeat and feelings of weakness that I suspect could be from product leaching into her blood stream. In spite of checked box above - no death. I had to check the death box above in order to proceed - when I contacted the tel number associated with reporting the person on the help desk said there is a problem with the browser. I also had to check multiple boxes that were not relevant. Dates of use: (B)(6) 2005 - (B)(6) 2011. Diagnosis or reason for use: urinary incontinence.